Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -12.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found no visible damage to the lens and clear residue on the lens. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: visual inspection found no visible damage to the lens is incorrect. Correct data is visual inspection found foreign material on lens surface specified as clear residue. Review of the file indicates that the lens was not implanted in accordance with the dfu requirements, patient age below 21 or over 45 years, anterior endothelium chamber depth below 3.0mm for vicl/vticl. (B)(4).